Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found tip sleeve stuck in the up position in the reported problem area of the pipette assembly. Replaced the tip clamp, plunger and the sleeve. The instrument was tested without further problem and was returned to expected operation.